Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported that when the doctor was starting to use the bactiseal catheter he saw a hole where there should not have been. There was no patient injury or delay in surgery as a result of this incident. He is returning the catheter for evaluation.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the 2 parts of bactiseal catheter were returned for investigation. The catheters were visually inspected, no defects were noted, the ends of the catheter were clean cut. The 2 parts of bactiseal catheter were irrigated, no occlusions were noted. The 2 parts of bactiseal catheter were leak tested, no leaks were noted. Review of the history device records confirmed the valve product code 82-3073 with lot ctfblp, conformed to the specifications when released to stock on the 21st april 2015. No root cause could be determined as no defects were noted with the 2 pieces of bactiseal catheter. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.